Event description:
It was reported that this pacemaker exhibited low out of range pace impedance measurements on the right atrial (ra) lead resulting in a lead safety switch. The involved lead is a non boston scientific product. It was noted this lead has been implanted for 26 years. The health care professional (hcp) stated that reprogramming would be performed and the lead safety switch feature would be deactivated. No adverse patient effects were reported. At this time, this device system remains in service.